Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had wound healing problems and a resection of a fistula. The event required surgical intervention and in-patient hospitalization. No product issues were alleged. The event was related to the procedure and was considered resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surgical intervention of resection of the fistula was in the device pocket on (B)(6) 2015. An unscheduled clinic visit was also required. Diagnostics had included surgical observation and no infection was found. This was not related to the device or therapy but was related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study via a manufacturer representative reported the fistula at the neurostimulator pocket was in the patient¿s right abdomen.